Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was a different color. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "the tubes had a closure of blue instead of a clear closure."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 04-jul-2022. H6: investigation summary bd received ten (10) samples and 1 (1) photo for investigation. The samples and photo were reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was a different color. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "the tubes had a closure of blue instead of a clear closure."